Event description:
In 2009, boston scientific corporation was informed that during a colonoscopy, a resolution clip device clip would not advance out of the sheath. A second resolution clip device was used and it did not deploy immediately. It was manipulated for 10 minutes and deployed. It is unknown if the scope was in retroflex position. A third resolution clip device was used to complete the procedure without any patient complications. Patient is "fine". Note: this report is for one of two devices used in same procedure. Please refer to MFR report #3005099803-2009-01011 for other related report.